Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.